Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). They stated that they did not remember the patient's identifying information but they stated all the cases of high impedances they had seen had been resolved. They stated in their opinion, this was not an adverse event with the ins, rather it was just a normal physiological occurrence. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins had 'crazy' impedance values across the board that were between 7k-12k ohms at the time of implant. No further information and no patient complications were reported. Follow-up was conducted with the rep.